Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to some kind of external force being applied to the relevant part. The instructions for use (IFU) state the following that is relevant to the suggested phenomenon: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the reported issue (leakage from rinsing bottle connection) was not confirmed or duplicated. In addition to gap in acoustic lens, service found the up/down knob could not be locked securely due to worn lock engagement lever, the paint on the air/water cylinder was peeled, the paint on the suction cylinder was peeled, there was a leakage due to cracked scope connector, the number of missing elements was out of specification due to damaged ultrasonic cable, the displayed image was defective due to damaged acoustic lens, the acoustic lens was damaged, the distal end was deformed, the distal end was scratched, the adhesive on the bending section cover was discolored, the connecting tube was scratched, the connecting tube was discolored, the bending angle in up direction was out of specification due to wear of the angulation wire, and the bending tube was damaged. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a leakage from the rinsing bottle connection. The reported issue occurred during pre-processing or post-processing. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was a gap between the acoustic lens and the ultrasound probe. This report is being submitted for the malfunction found during evaluation of the device (gap in acoustic lens).